Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that most probable cause was due to the adhesive at the distal end peeled off because some external force was applied to the distal end. As stated on the IFU and as a preventive measure, the user manual states: chapter 3 preparation and inspection. 3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject scope was returned to the service center. The evaluation found the adhesive at the distal end forceps cover was peeling and the distal end probe unit was loose. The reported failed leak test was confirmed as bending section cover adhesive was cracked. No fluid or corrosion was noted inside the scope. The scope was last serviced via repair on (B)(6) 2017 for failed leak test and damaged buttons. The scope was repaired back to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the adhesive at the distal end forceps was peeling cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the customer that the evis exera ii ultrasound gastro-video scope failed the leak test and there were bubbles observed at the distal end of the scope. No patient injury or harm was reported.